Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: m450001b018, serial/lot #: 3.3.1, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the thermal therapy system had issues loading patients. It was reported that the application software could not pull the correct patient folder from the non-medtronic scanner. It was reported that the patient folder could be located after the user followed a separate file path to reach the intended information. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. It was noted that the scanner application software was previously updated and had functioned as intended with a previous version of the thermal therapy system's software. Following an update to the thermal therapy system's application software, the reported issue occurred.